Event description:
It was reported that the patient's blood glucose levels were greater than 250 mg/dl between 4 and 24 hours of wearing the pod on their abdomen. The patient reported a pod hazard alarm during operation. The device investigation found a tear in the cannula.

Manufacturer narrative:
The pod was received for investigation with the needle mechanism assembly deployed. The pod data showed an alarm occurred, indicating the rotational sensor exceeded the maximum open pulse counts. There were no timeouts or drive stalls observed. In the rotational sensor data, the rotational sensor failed to transition from closed to open. During fluid path testing, an internal soft cannula tear was observed. This tear resulted in a leak. There was corrosion observed on the printed circuit board (pcb) assembly and evidence of fluid ingress observed on the commutator cap. Fluid on the commutator cap shorted the circuit closed despite the continued rotation of the ratchet gear, triggering the alarm. The internal leak can be identified as the root cause of the reported hazard alarm event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s928usqs4cyj1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.